Manufacturer narrative:
Analysis of the extensions model 3708140, serial (B)(4), (B)(4) and (B)(4) found no significant anomalies. The extensions were cut through and segmented. Analysis of the neurostimulator model 37712, serial (B)(4) found no significant anomaly. The battery had a reduced capacity due to overdischarge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a paddle lead and had absolutely phenomenal results. It was noted that the patient had to have the lead removed because the patient needed to have an MRI in order to accurately diagnose new issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead: model 39565-30, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6); extension model 3708140, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6); extension model 3708140, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient lost stimulation and one electrode was noted to be "cutting in and out". The manufacturer representatives tried to program around it, but couldn't get coverage without that one electrode (believed to be electrode #7). The hcp though that the stimulation was positional and scar tissue had created the issue. The patient had originally had good stimulation, but eventually had to have her extension and neurostimulator replaced, and the hcp stated that the only thing he could do was replace the whole system and start over. The patient's entire system was explanted and not replaced. About three weeks after the explant, the patient had a multi-positional MRI performed that showed some changes in her lower back. The patient stated that at this point, no one was trying to mess with the issues in her lower back. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the cause of the event was a patient complaint and an MRI was needed for the lumbar spine. An explant was performed due to a needed MRI. It was also reported the event was attributed to the lead; one electrode had shown high impedance. The issue with the lead and stimulator was noted as unknown. Patient outcome was noted as no injury and no hospitalization was required due to the event.